Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 total events were reported for this quarter. Product return status: 8 devices were received. Event confirmation status: 4 reported events were confirmed; the cause was traced to component failure. 4 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by corrosion and chipped paint. 4 devices were found to be affected by compromised lubrication and chipped paint. 1 device was found to be affected by compromised lubrication. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 8 events had no patient involvement; no patient impact.